Event description:
Attorney's report of pt's alleged pain, ring break, infection, adhesions and explant of mesh due to defective mesh. In 2007, explant surgery, the surgeon noted that the plastic ring in the mesh had broken and the cause of the pain and infection.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.